Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention products for the reported lot number. Retention devices were tested with qc cutoff standard (20 miu/ml) and middle positive standard (100 miu/ml). All devices were read at 3 minutes and produced expected positive results. No false negative results were observed. Manufacturing batch record review did not uncover any abnormalities and the lot met quality control specifications. Per the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient had been receiving treatment from an obgyn and was aware of an ectopic pregnancy. On (B)(6) 2018, the patient arrived at the emergency room (ER). However, the customer was unable to provide the reason for the visit. A clean catch, freshly voided urine sample was collected and around 2:00pm a cardinal health rapid test hcg combo device produced a negative hcg result. The specific gravity of the urine sample was determined to be <1.0005. The obgyn who had been treating the patient informed the ER physician of the ectopic pregnancy and the patient was transferred to the surgery center. Per the customer, there was no delay in patient treatment or performance of the surgery for the ectopic pregnancy. The laboratory manager was informed of the negative result on the patient and recommended running a quantitative hcg serum test using a serum tube collected in the ER. Between 3:30pm and 4:00pm the serum quantitative hcg result of 250 miu/ml was received. A repeat test on a cardinal health rapid test hcg combo device using the same urine sample was performed and produced a second negative result at the read time of 3-4 minutes. However, the customer noted that a positive result developed on the test at approximately 5-6 minutes. Between 6:00pm and 7:00pm, a new urine sample collected was from a catheter after the surgery. A third cardinal health rapid test hcg combo device produced a negative hcg result at a 3-4 minute read time. However, the customer again noted that a positive result developed on the test at approximately 5-6 minutes. Troubleshooting was conducted with the customer. The limitations section of the package insert was reviewed with an emphasis that dilute samples may not contain representative levels of hcg and may result in a negative result. The intended use of the test, to aid in the early detection of pregnancy, was also discussed with the customer.